Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the needle was missing from their sensors. Customer reported three of their sensors had missing needles. The customer stated they could not connect the sensor to the insulin pump. The customer's blood glucose was 13.3 mmol/l. The sensor wil not be returned for analysis.